Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the pump touch screen was frozen and unresponsive. Customer's blood glucose was 136 mg/dl. Customer reverted to manual injections for insulin therapy.